Event description:
It was reported that during a internal carotid artery (ica) aneurysm procedure, the physician decided that the coil was too long as the microcatheter kept kicking out of the aneurysm. As the coil was being removed, it became stretched and snapped. A competitor stent retriever was used to capture the loose end. The procedure concluded with no patient impact reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Corrected data: d6b (device not implanted). Device has not been returned to the manufacturer at the time of this report. If the device is received and evaluated, an additonal supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the pusher kinked in the middle section and the implant kinked with deformed loops; however, the implant was intact, within length specifications, and still attached to the pusher. No broken or stretched condition was found on the implant as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification during removal as described in the reported event.